Event description:
This was an internal complaint during validation testing of the summit 1st generation bar code scanner. A code 39 barcode label was misread. The label had an 8 mil x-dimension. The label was read as ",23bnsg" instead of "123bnsg". An investigation is in progress. Failure is not assay specific. No death or serious injury was associated with this event.